Manufacturer narrative:
(B)(4). Patient medications - colace, zofran, acetaminophen, amlodipine, aspirin, clopidogrel, hydrochlorothiazide-losartan, omeprazole, pravastatin, senna, and simethicone. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the conformable gore® tag® thoracic endoprosthesis instructions for use, the gore® tag® thoracic endoprosthesis is intended for endovascular repair of all lesions of the descending thoracic aorta, including isolated lesions in patients who have appropriate anatomy. Appropriate anatomy includes = 20 mm non-aneurysmal aorta proximal and distal to the lesion.

Event description:
The following information was reported to gore through the global registry for endovascular aortic treatment ((B)(4)): on (B)(6) 2016, the patient underwent treatment of a thoracoabdominal aortic aneurysm whereby two conformable gore® tag® thoracic endoprostheses were implanted in the distal descending thoracic aorta. It was reported the celiac and super mesenteric arteries were also stented during the procedure. On (B)(6) 2016, follow up imaging identified a distal type I endoleak associated with the tgu343410. Aneurysm enlargement was also reportedly identified, with the descending thoracic aortic aneurysm measuring approximately 6.4 cm ap x 6.7 cm t at the level of the distal esophagus, compared to 5.8 cm ap x 6.1 cm t on the previous study (date unknown). More inferiorly the aneurysm measured 6.3 cm ap x 7 cm t on the CT, compared to 6.0 cm ap x 6.6 cm t on the prior study (date unknown). It was reported the endoleak was caused by a short distal neck of 18 mm. On (B)(6) 2016, an intervention was performed whereby a gore® excluder® aaa endoprosthesis was implanted for distal extension. The additional device reportedly resolved the endoleak, and the patient tolerated the procedure.

Manufacturer narrative:
Additional information: race: white or caucasian event description; relevant tests. Codes. Code 3191- this code is used to describe an endoleak. According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU),the complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to endoleak, aortic expansion, and reoperation.

Event description:
On (B)(6) 2018, it was determined an enlargement of the distal descending thoracic aorta visceral segment with endoleak. On (B)(6) 2018, the patient underwent the additional procedure using an aortic endograft. The patient tolerated the procedure.